Manufacturer narrative:
H.6. Investigation summary:one sample was returned to our quality engineer for investigation. Through visual inspection, the scale of the syringe is complete and legible but noted to be lighter. This defect can be produced as a result of a failure in the marking station. A device history was performed and found no no-conformances related to the reported issue during production of batch 1905255. Product is visually and functionally tested throughout manufacturing to ensure the quality and functionality of the device. This defect has been produced due to a failure in marking station. Since no incidence has been found in DHR review, the root cause of this failure cannot be determined. Manufacturing personnel have been notified to increase awareness of this matter.

Event description:
It was reported that the scale marking ink on the bd plastipak¿ concentric luer lock syringe was found to have been "removed" before use. The following information was provided by the initial reporter, translated from french to english: "scale marking issue, ink is removed. The syringe contained saline solution."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale marking ink on the bd plastipak¿ concentric luer lock syringe was found to have been "removed" before use. The following information was provided by the initial reporter, translated from french to english: "scale marking issue, ink is removed. The syringe contained saline solution."